Event description:
It was reported that a malfunction alarm occurred with the customer's pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. Technical support provided information on how to reset the pump and assisted the caller in performing the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to call back if any issues arise.